Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was unresponsive, preventing slide-to-unlock and most icon interactions despite normal battery charge and a clean, dry screen; only the cartridge icon registered taps, and touchscreen recalibration did not resolve the issue, leading to a replacement determination and counseling to use backup therapy due to uncertain device functionality. Symptoms included no adverse clinical effects, and blood glucose readings were reported as not affected. Outcomes included device replacement and instructions to return the original unit and to sync data prior to shutdown. Investigation included device troubleshooting and data review via the mobile app. Investigation of this device revealed a touchscreen functionality failure consistent with a user interface/display component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.